Manufacturer narrative:
The investigation into the high purge pressure, the positioning issues and the limb ischemia has been completed since the original report was filed. The product was returned for investigation. The returned complaint impella cp pump was visually inspected. The cannula kinked near the outlet cage was observed. The returned complaint pump ran at the investigation lab to reproduce the alarms. No high purge pressure (hpp) alarm was reproduced, and the pump flow was with specific flow rate with p-levels. No roughness surface or other abnormality was observed in the pump. The cause of the hpp issue could not be determined since the issue could not be reproduced in the investigation lab and no data logs for review were returned. The cause of limb ischemia- reversible was use related issue due to the peel away left in place. The cause of the positioning issue was use related since the pump should not come out in the first place.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 51-year-old female with myocardial infarction/cardiogenic shock was implanted with an impella cp device for circulatory support. While the patient was in the ICU, an ongoing high pressure alarm occurred. The purge tubing was inspected for kinks, but no kinks were observed. The purge solution was changed, however the alarms persisted. The patient was already in critical condition when the impella pump was implanted and there was no improvement of the patient¿s state. Additionally, the patient¿s condition worsened and developed leg ischemia at the leg incision site. The impella was removed and the patient was placed on va ECMO.

Manufacturer narrative:
Returned complaint cp pump sn (B)(6) visually inspected. Cannula kink near outlet cage observed. Returned complaint pump run at the investigation lab to reproduce the alarms. No hpp alarm reproduced and the pump flow were with specific flow rate with p-levels. No roughness surface or other abnormality observed in the pump. The cause of the hpp issue cannot be determined since the issue cannot reproduced in the investigation lab and no data logs for review returned. The cause of limb ischemia- reversible was use related issue due to the peel away left in place. No other interventions were pursued to resolve the ischemic leg as patient was cannulated for va ECMO. The cause of the positioning issue was use related since the pump shouldn't come out in the first place. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported that an ongoing high-pressure occurred during impella support. The purge tubing was inspected for kinks, but no kinks were observed. The purge solution was changed, however the alarms persisted. The patient was already in critical condition when the impella pump was implanted and there was no improvement of the patient¿s state. Moreover, impella cp moved into the aorta, was not able to be readvanced into left ventricle (lv). Patient had already been determined the need to escalate to venoarterial extracorporeal membrane oxygenation (va-ECMO). Impella was explanted and patient was put on va-ECMO.